Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09043. Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09043. It was reported patient was admitted to the hospital on (B)(6) 2015. Reportedly, she was treated with antibiotics and monitored due to an infection at the midline incision site as well as the ipg site. Subsequently, surgical intervention was undertaken on (B)(6) 2015 during which time the entire scs system was explanted. Cultures were taken, however results are unknown. The patient will continue IV antibiotic treatments until further instructed by the physician.